Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia (s3ur) valve, after successful insertion of the 16 fr esheath+, the system was inserted and the operator noticed some high force pressure. The procedure was stopped and the abdominal aorta was examined. The commander delivery system (ds) was observed to be bent right below the valve and out the seam of the esheath+ below the tip. The valve exited through the seam of the esheath+. The ds, s3ur valve and esheath+ were removed as one unit, and major bleeding was noted. A second 16 fr esheath+ was inserted in the left femoral artery (lfa). The plan was to first implant a valve and then assess the iliac injury. A new 29 mm ds and s3ur valve were inserted and deployed without issues. Post deployment, the ds was removed from the esheath+. The lfa injury was identified following insertion of a non-ew occluding balloon from the contralateral side to assess the severity of the injury and determine whether surgical repair was required or if it could be managed with covered stents. The lfa perforation was identified above the femoral head and a 10cm/10cm covered stent was placed. The patient remained stable during the procedure. Blood products were administered by anesthesia, and the patient was transferred to the recovery room. The perceived root cause of the resistance was the first s3ur valve exiting the seam of esheath+ during insertion. The perceived root cause of the patient injury was the removal of the system as one unit. Pre-decontamination engineering findings revealed the s3ur valve had a strut slightly bent outward at the inflow side.